Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.

Manufacturer narrative:
This is the information known at this time. When additional information has been obtained, this event will be updated.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, this lead was removed and returned for analysis.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead collapsed and was hospitalized. Interrogation of the device revealed ventricular tachycardia episodes had occurred. During these episodes, noise was revealed resulting in pacing inhibition lasting ten seconds in duration. Lead impedance measurements remained within normal limits. A device replacement procedure will be performed in the near future as the device displayed less than one-half year remaining. The device was reprogrammed to voo 70 bpm pacing mode. During this same procedure, the lead integrity will be investigated. There had been no previous ventricular tachycardia events recorded since the pacemaker implant.

Event description:
Additional information was received. A lead revision was performed. The right ventricular lead was surgically abandoned and replaced. This device was removed during the same procedure. There was no allegation against this device. It was thought the issue was lead related and resolved.